Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 530mg/dl. The customer treated with manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 446 mg/dl at the time of the call. Troubleshooting was performed and found that the customer needed to go to the store to buy a battery. Customer indicated that they would call back for further troubleshooting.